Event description:
Covidien received information stating that during patient use of the ht70 ventilator, when the nurse tried to remove the tube from the air pressure port, the port broke from the root. There was no patient harm reported.

Manufacturer narrative:
The serial number of the ventilator referenced in this report was not available during a follow-up with the user facility. (B)(4).